Event description:
It was reported that there were high lead impedance peaks noted in the lead impedance trend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) defib conductor fractured and distorted. Full lead returned and analyzed. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay was breached cut and had blood/body fluid. The outer insulation was breached cut.